Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with sample mas head the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: thoracolumbar fracture procedure: thoracolumbar fracture internal fixation it was reported that, during surgery, set screw slipped. It was replaced with a new one. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.